Event description:
The customer reported that the system displayed a generator error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated on the aec2 board. The system was tested and found to be working as intended and put back into service.